Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-54, product type: accessory. (B)(4)

Event description:
The patient who was implanted for spinal pain had reported that they saw the thermometer screen while recharging. This occurred nearly a month ago, and again two days prior. It sometimes got really hot and would shut off. Patient services (ps) reviewed best practices for charging, and the patient was able to get a normal charging screen while on the call, and no equipment was to be replaced at that time. Difficulty recharging was also reported. The recharge coupling level would be full (8 bars) while standing, but would drop to none while sitting or laying down. Proper recharge procedures were reviewed and the issue was resolved with 6-8 coupling bars obtained. The patient was informed that repositioning the antenna may be necessary when changing their body's position. The patient stated that they did not always do this, and that the belt never worked for them. They had cut the plastic part off of the belt and tied velcro around them. It was noted to be really tight against the skin. The patient also noted that they put the recharger antenna in yoga pants so that it is really tight. The patient was able to obtain eight coupling bars right away while on the call and in the sitting position, which resolved the issue. The patient was thrilled with this outcome. It was also mentioned that the patient had reflex sympathetic dystrophy (rsd) and fibromyalgia, and used crutches or a walker. They had a "messed up" foot from a fall in 2012. However, there was no statement relating these conditions with the spinal cord stimulation devices or therapy. Also noted was that the patient had been using their therapy at 7.60v for the past month, and it worked wonderfully for them. A new belt with a recharge spacer was to be sent to the patient. On (B)(6) 2015 the patient noted that they had fallen asleep on their antenna while charging and woke up after feeling a surge and burn sensation. The antenna and skin were very hot and it left a mark. The implant had stopped their burning symptoms from rsd but they still had pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient got a replacement antenna and was able to recharge immediately. The issue was resolved. The patient was implanted to take care of both pain and burning from reflex sympathetic dystrophy syndrome (rsd) and fibromyalgia. The implantable neurostimulator (ins) took care of the burning, but not the pain. The patient also had an abductoplanovalgus foot deformity in her foot. The patient was happy that the burning had stopped. The patient had burned for 34 years and 6 months and was amazed the ins stopped the burning. The patient bought rechargeable batteries for the patient programmer (pp), but the pp showed no charge. The patient liked to keep the pp fully charged, so she changed the batteries every week or so. If additional information is received, a follow-up report will be sent.